Event description:
It was reported that the ilet pump¿s screen developed pixelated lines after the user leaned on an object at work, resulting in a display that was difficult to read while the pump continued to function and could be unlocked and used; the affected component was the touchscreen, and a replacement device was shipped. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a display visibility problem associated with the touchscreen; an ambient light¿related visibility issue was identified, and the issue aligns with a component-related failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.